Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. Following the event, the customer taped the cover back onto the lift. The arjo technician removed the tape and reinstalled the casing; it snapped into position but appeared slightly forced, suggesting that the latch (mounting points of the cover) may not be fully engaging. To ensure proper functionality, a replacement bottom casing was ordered and will be installed. Based on available information, the most likely cause is gradual loosening of the bottom cover due to routine ceiling lift movements along the rail or potentially unreported minor impacts. Over time, these factors may have weakened the engagement of the mounting points and ultimately led to the detachment of the cover. This could not be confirmed, as the customer denied any impacts. The maxi sky 2 instructions for use (IFU, 001-15698-en rev. 16, june 2024) state: ¿the equipment is subjected to wear and tear, and the following maintenance instructions must be acted upon when specified to ensure that the equipment remains within its original manufacturing specifications.¿ the IFU also highlights that visible damage or deterioration of external parts, including panels, must be identified before use: ¿inspect for evidence of external damage, missing parts or broken panels.¿ the maxi sky 2 was in use for a patient transfer when the cover detached, meaning the device did not meet its specifications at the time of the event. The complaint was decided to be reportable due to the bottom cover detachment.

Event description:
The customer contacted arjo to report that the maxi sky 2 was not functioning. During the visit to the customer site, the arjo technician established that the bottom cover of the maxi sky 2 ceiling lift had detached. The device was in use at the time of the event. No injuries were reported.